Manufacturer narrative:
B3 - date of event, d3 - MFR establishment name, d4 - primary UDI number, d5 - operator of device, and h4 - device MFR date: correction. D9: date returned to mfg.: 1/28/2026. H3 and h6. Codes: updated. Device evaluation: received two (2) used cleo infusion sets. As received, a purple applicator was returned with an infusion site present. The infusion site base was observed to be delaminated from the adhesive pad and flange. The applicator was in a used, retracted state. Two tubing/buckle assemblies were also returned connected to two infusion sites. Both infusion sites were observed with bent cannulas. No other damages or anomalies were observed. The complaint of an occlusion can be confirmed. The probable cause is due to a bent cannula. The investigation finding of a bent cannula can be confirmed. The probable cause is due to an adhesive issue. The investigation finding of an adhesive issue can be confirmed, and corrective actions are in process for root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the person with diabetes (pwd) stated that she has been having issue with high blood glucose (bg). The pwd had received a line blocked alert. The pwd stated that she did a full cassette (not an ICU medical product) and cleo 90 infusion set change and her high blood glucose (bgs) were still running high. On initial the check, the pwd had a sensor glucose (sg)of 335 mg per dl. The pwd stated that she was having shortness of breath and abdominal pain and would seek medical attention for high blood glucose. The pwd resumed insulin delivery and delivered 8-unit bolus. At the end of call, sg was reading at 320 mg per dl. They advised that replacements would be sent for cassette and infusion sets. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user/patient. No patient harm or no patient injury.